Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was attempting to change the infusion set site and disconnected the tubing at the lure lock. Subsequently, the customer introduced air bubbles into the tubing. Tandem technical support instructed the customer to connect a new infusion set tubing to the cartridge tubing and prime the air bubbles out of the tubing. The customer's blood glucose level was not impacted. The customer successfully completed the supply change and resumed insulin.